Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as painful all over the body with a few sores. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a healing spray for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Na.